Event description:
It was reported that the site had a case in which the software stated that the locatable guide (lg) had already been used and needed to be replaced. The site replaced the lg and went on to register the pt. The site then tried to change the pathway and exited the procedure. When they tried to continue the procedure within 5 mins, the software stated the lg was used and needed to be replaced. The physician chose not to complete the case using the superdimension system with the pt under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
It was reported that a component of the system (the locatable guide) would be returned to superdimension for eval. At this time it has not been rec'd. It is important to note that for the second lg, the message rec'd is normal device operation when the procedure is normal device operation when the procedure is exited (the software detected a new case had been started and therefore a new lg must be used). There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the add'l potential risk associated with multiple exposures to general anesthesia.

Manufacturer narrative:
Both of the components of the system, the lg's (locatable guides) that were used in the case were returned for evaluation. The first lg was tested and found to have been out of specification. The lg (sn # (B)(4)) was sent to the customer with a spent usage counter. The investigation discovered that this lg was tested post manufacturing for accuracy and this post manufacturing test effectively "used" the lg and subsequent attempts to use this lg would result in the error that the lg has already been used, as was seen in this case. The second lg functioned normally, the date stamp matched the date of the case, as was reported initially, and this lg functioned as it was designed to do.